Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio did observe that the battery pin's in battery well #1 were loose. Loose battery pins can potentially cause a loss of power. Physio then tightened the battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic patient record from the device and verified that it did power off multiple times during the event; however, the cause of which could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while transporting a patient. There were no reported adverse effects to the patient as a result of the reported issue.